Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of back pain ("lower back pain/back pain"), autoimmune disorder ("autoimmune issues") and genital haemorrhage ("excessive abnormal bleeding") in a 34-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed concomitantly with the essure hysteroscopic sterilization years ago" on (B)(6) 2005. The patient's concurrent conditions included chronic salpingitis. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2005, the patient had essure (ess205) inserted. In 2007, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), allergy to metals ("nickel allergy"), cyst ("cysts"), fungal infection ("yeast infections"), bacterial infection ("bacterial infections"), arthralgia ("hip pain"), migraine ("migraine headaches"), feeling abnormal ("brain fog"), tinnitus ("tinnitus"), alopecia ("alopecia/hair loss"), visual impairment ("vision problems"), abdominal distension ("bloating/severe bloating"), weight increased ("weight gain"), depression ("depression"), anxiety ("anxiety"), headache ("headaches"), nausea ("nausea"), pelvic pain ("pelvic pain"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the back pain, autoimmune disorder, genital haemorrhage, fatigue, allergy to metals, cyst, fungal infection, bacterial infection, arthralgia, migraine, feeling abnormal, tinnitus, alopecia, visual impairment, abdominal distension, weight increased, depression, anxiety, fibromyalgia, headache, nausea, pelvic pain, vaginal discharge and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, bacterial infection, cyst, depression, fatigue, feeling abnormal, fibromyalgia, fungal infection, genital haemorrhage, headache, migraine, nausea, pelvic pain, tinnitus, vaginal discharge, visual impairment and weight increased to be related to essure (ess205). The reporter commented: current weight 190 lbs. There were two coils noted in the left tube, three trailing coils in right tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs and medical record received. Reporter's information was updated. Events added: fibromyalgia, headaches, nausea, pelvic pain, vaginal discharge, abdominal pain, endometrial ablation performedconcomitantly with the essure hysteroscopic sterilization. Concomitant drug, concomitant condition and lab data were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain/back pain'), autoimmune disorder ('autoimmune issues') and genital haemorrhage ('excessive abnormal bleeding') in a 34-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed concomitantly with the essure hysteroscopic sterilization years ago" on (B)(6) 2005. The patient's concurrent conditions included chronic salpingitis. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2005, the patient had essure (ess205) inserted. In 2007, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), allergy to metals ("nickel allergy"), cyst ("cysts"), fungal infection ("yeast infections"), bacterial infection ("bacterial infections"), arthralgia ("hip pain"), migraine ("migraine headaches"), feeling abnormal ("brain fog"), tinnitus ("tinnitus"), alopecia ("alopecia/hair loss"), visual impairment ("vision problems"), abdominal distension ("bloating/severe bloating"), depression ("depression"), anxiety ("anxiety"), headache ("headaches"), nausea ("nausea"), pelvic pain ("pelvic pain"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain") and flatulence ("the pain due to the gas used during the laparscopic part") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the back pain, autoimmune disorder, genital haemorrhage, fatigue, allergy to metals, cyst, fungal infection, bacterial infection, arthralgia, migraine, feeling abnormal, tinnitus, alopecia, visual impairment, abdominal distension, weight increased, depression, anxiety, fibromyalgia, headache, nausea, pelvic pain, vaginal discharge, abdominal pain and flatulence outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, bacterial infection, cyst, depression, fatigue, feeling abnormal, fibromyalgia, flatulence, fungal infection, genital haemorrhage, headache, migraine, nausea, pelvic pain, tinnitus, vaginal discharge, visual impairment and weight increased to be related to essure (ess205). The reporter commented: current weight 190 lbs. There were two coils noted in the left tube, three trailing coils in right tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received. New event flatulence was added. Reporter was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain/back pain') in a 34-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed concomitantly with the essure hysteroscopic sterilization years ago" on (B)(6) 2005. The patient's concurrent conditions included chronic salpingitis. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2005, the patient had essure (ess205) inserted. In 2007, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune issues"), genital haemorrhage ("excessive abnormal bleeding"), fatigue ("fatigue"), allergy to metals ("nickel allergy"), cyst ("cysts"), fungal infection ("yeast infections"), bacterial infection ("bacterial infections"), arthralgia ("hip pain"), migraine ("migraine headaches"), feeling abnormal ("brain fog"), tinnitus ("tinnitus"), alopecia ("alopecia/hair loss"), visual impairment ("vision problems did not look good"), abdominal distension ("bloating/severe bloating"), depression ("depression"), anxiety ("anxiety"), headache ("headaches"), nausea ("nausea"), pelvic pain ("pelvic pain"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain"), flatulence ("the pain due to the gas used during the laparscopic part"), eye inflammation ("vision inflammation"), head discomfort ("skull like pressure and around the face") and musculoskeletal pain ("it is worse in my shoulder") and was found to have weight increased ("weight gain"). The patient was treated with analgesics, diclofenac sodium (anti-inflammatory) and surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the back pain, autoimmune disorder, genital haemorrhage, fatigue, allergy to metals, cyst, fungal infection, bacterial infection, arthralgia, migraine, feeling abnormal, tinnitus, alopecia, visual impairment, abdominal distension, weight increased, depression, anxiety, fibromyalgia, headache, nausea, pelvic pain, vaginal discharge, abdominal pain, flatulence, eye inflammation, head discomfort and musculoskeletal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, bacterial infection, cyst, depression, eye inflammation, fatigue, feeling abnormal, fibromyalgia, flatulence, fungal infection, genital haemorrhage, head discomfort, headache, migraine, musculoskeletal pain, nausea, pelvic pain, tinnitus, vaginal discharge, visual impairment and weight increased to be related to essure (ess205). The reporter commented: current weight 190 lbs. There were two coils noted in the left tube, three trailing coils in right tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received-new event it is worse in my shoulder was added. Event of autoimmune disorder downgraded to non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain/back pain') and autoimmune disorder ('autoimmune issues') in a 34-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed concomitantly with the essure hysteroscopic sterilization years ago" on (B)(6) 2005. The patient's concurrent conditions included chronic salpingitis. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2005, the patient had essure (ess205) inserted. In 2007, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage ("excessive abnormal bleeding"), fatigue ("fatigue"), allergy to metals ("nickel allergy"), cyst ("cysts"), fungal infection ("yeast infections"), bacterial infection ("bacterial infections"), arthralgia ("hip pain"), migraine ("migraine headaches"), feeling abnormal ("brain fog"), tinnitus ("tinnitus"), alopecia ("alopecia/hair loss"), visual impairment ("vision problems did not look good"), abdominal distension ("bloating/severe bloating"), depression ("depression"), anxiety ("anxiety"), headache ("headaches"), nausea ("nausea"), pelvic pain ("pelvic pain"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain"), flatulence ("the pain due to the gas used during the laparscopic part"), eye inflammation ("vision inflammation") and head discomfort ("skull like pressure and around the face") and was found to have weight increased ("weight gain"). The patient was treated with analgesics, diclofenac sodium (anti-inflammatory) and surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the back pain, autoimmune disorder, genital haemorrhage, fatigue, allergy to metals, cyst, fungal infection, bacterial infection, arthralgia, migraine, feeling abnormal, tinnitus, alopecia, visual impairment, abdominal distension, weight increased, depression, anxiety, fibromyalgia, headache, nausea, pelvic pain, vaginal discharge, abdominal pain, flatulence, eye inflammation and head discomfort outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, bacterial infection, cyst, depression, eye inflammation, fatigue, feeling abnormal, fibromyalgia, flatulence, fungal infection, genital haemorrhage, head discomfort, headache, migraine, nausea, pelvic pain, tinnitus, vaginal discharge, visual impairment and weight increased to be related to essure (ess205). The reporter commented: current weight 190 lbs. There were two coils noted in the left tube, three trailing coils in right tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain/back pain') and autoimmune disorder ('autoimmune issues') in a 34-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed concomitantly with the essure hysteroscopic sterilization years ago" on (B)(6) 2005. The patient's concurrent conditions included chronic salpingitis. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2005, the patient had essure (ess205) inserted. In 2007, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage ("excessive abnormal bleeding"), fatigue ("fatigue"), allergy to metals ("nickel allergy"), cyst ("cysts"), fungal infection ("yeast infections"), bacterial infection ("bacterial infections"), arthralgia ("hip pain"), migraine ("migraine headaches"), feeling abnormal ("brain fog"), tinnitus ("tinnitus"), alopecia ("alopecia/hair loss"), visual impairment ("vision problems did not look good"), abdominal distension ("bloating/severe bloating"), depression ("depression"), anxiety ("anxiety"), headache ("headaches"), nausea ("nausea"), pelvic pain ("pelvic pain"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain"), flatulence ("the pain due to the gas used during the laparoscopic part"), eye inflammation ("vision inflammation") and head discomfort ("skull like pressure and around the face") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the back pain, autoimmune disorder, genital haemorrhage, fatigue, allergy to metals, cyst, fungal infection, bacterial infection, arthralgia, migraine, feeling abnormal, tinnitus, alopecia, visual impairment, abdominal distension, weight increased, depression, anxiety, fibromyalgia, headache, nausea, pelvic pain, vaginal discharge, abdominal pain, flatulence, eye inflammation and head discomfort outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, bacterial infection, cyst, depression, eye inflammation, fatigue, feeling abnormal, fibromyalgia, flatulence, fungal infection, genital haemorrhage, head discomfort, headache, migraine, nausea, pelvic pain, tinnitus, vaginal discharge, visual impairment and weight increased to be related to essure (ess205). The reporter commented: current weight 190 lbs. There were two coils noted in the left tube, three trailing coils in right tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media : new reporter and event vision inflammation, skull like pressure and around the face . Fu-up 6 and 7 processed together. On 23-mar-2020: social media : new reporter and event vision inflammation, skull like pressure and around the face . Fu-up 6 and 7 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("lower back pain"), autoimmune disorder ("autoimmune issues") and genital haemorrhage ("excessive abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), allergy to metals ("nickel allergy"), cyst ("cysts"), fungal infection ("yeast infections"), bacterial infection ("bacterial infections"), arthralgia ("hip pain"), migraine ("migraine headaches"), feeling abnormal ("brain fog"), tinnitus ("tinnitus"), alopecia ("alopecia"), visual impairment ("vision problems"), abdominal distension ("bloating"), weight increased ("weight gain"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (hysterectomy). At the time of the report, the back pain, autoimmune disorder, genital haemorrhage, fatigue, allergy to metals, cyst, fungal infection, bacterial infection, arthralgia, migraine, feeling abnormal, tinnitus, alopecia, visual impairment, abdominal distension, weight increased, depression and anxiety outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, bacterial infection, cyst, depression, fatigue, feeling abnormal, fungal infection, genital haemorrhage, migraine, tinnitus, visual impairment and weight increased to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.